Manufacturer narrative:
Requests have been made to obtain additional information such as scans/anatomical information and relevant clinical information which have not been forthcoming. If information becomes available at a later date, an assessment will be made and a follow-up report will be submitted.

Event description:
Event: re-intervention for type 2 endoleak, 1b endoleak (left) and type 3b endoleak (distal, posterior aspect of the bifurcated segment). Original evar: (B)(6) 2016. Type 2 endoleak identified on post-op scan. One month post-evar: (B)(6) 2016. Cta scan shows sac size at 47 x 45mm. Between 6 and 14 months post-evar: (B)(6) 2016 to (B)(6) 2017. Cta scans show sac size to be significantly enlarged at 57 x 54mm. Re-intervention: (B)(6) 2017. To treat original type 2 endoleak, but procedure commenced with the view that the patient may also have a type 1b endoleak at the distal end of the right limb of the stent graft. During re-intervention: type 1b endoleak was confirmed from the left limb of the stent graft, and a type 3b endoleak was also identified coming from the distal, posterior aspect of the bifurcated segment of the stent graft. The stent graft was completely relined using a combination of competitor devices. Post-deployment scan: all endoleaks resolved. One month post-op: (B)(6) 2017. Follow-up scan showed no evidence of endoleak. However, delayed images showed faint, diffuse type 2 lumbar endoleak. Manufacturer awareness of the event was via device tracking system.